Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 800 artificial urinary sphincter due to unspecified reason. Additional information received stated the existing cuff measured 4 cm and it was too big so the new cuff was reduced to 3.5 cm.